Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. There was a green line from the top to the bottom of the screen. The customer¿s blood glucose during the incident was unknown. The device had not been dropped or bumped. The device will be replaced and returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit passed displacement test. However, unit was received with a line across display due to broken traces on lcd glass. Unit was received with minor scratches on case and minor scratches on lcd window.